Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the user opened the package, checked the integrity of the device, and found out there is oily substance like matter inside the tube. There were no adverse consequences to the patient as a result of this reported issue. The device did not make contact with the patient.

Manufacturer narrative:
Investigation ¿ evaluation: visual inspection of the returned products was conducted. A review of complaint history, the device history record, manufacturing instructions, and specifications has been performed. Four devices were returned for investigation. A visual examination of the returned catheters noted an unknown substance in the catheters. The device history record was reviewed and noted no related non-conformances. A review of complaint history revealed one additional similar complaint associated with complaint device lot number (8164151). Fourier transform infrared spectroscopy (ftir) analysis has found the substance to likely be the silicone based medical fluid used for lubrication during the manufacturing tipping process. This testing suggests that a production related issue is likely to be the cause of this failure event. The silicone lubricant used in production has been mouse embryo assay (mea) tested to ensure safety. There is no reason to suspect that the remaining lubrication on the device would have presented a risk for embryo loss if the device had been used. Based on the information available the cause of this issue is manufacturing related. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.